Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, the catheter was broken near the catheter connector and the oversleeve was detached. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for evaluation. The proximal end of the two-piece connector was not returned assembled, and the distal end of the connector was not returned. A 7mm catheter segment was attached to the metal stem of the proximal connector. The returned catheter segment extended from approximately the 50.5 cm depth marker. Tactile evaluation of the catheter revealed slight tensile strength loss near the break site. Microscopic inspection of the fracture surface of the catheter segment attached to the connector revealed a jagged peak. The distal fracture surface was also observed to be jagged and uneven. The distal segment of the two-piece connector was not returned. The characteristics of the catheter suggest that tensile damage likely contributed to the breakage of the catheter; however, a connector issue or misassemble may have also contributed to the breakage. Since the a complete break in the catheter was observed, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On july 15, 2022, the catheter was broken near the catheter connector and the oversleeve was detached. There was no reported patient injury.